Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to a flattened button dome switch at the act button.

Event description:
Customer reports to have experienced keypad anomaly. It was reported that act button was not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.